Manufacturer narrative:
A manufacturer representative went to the site to test the system. The system functioned as intended. After replacing the camera. The returned psu powered up on the test bench without the amber fault light on. A check of the event log showed intermittent firmware incompatibility dating back to nov 2021. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera is I ntermittently not picking up active ir from the o arm. He tried replacing multiple parts on the o arm and deduced it was actually the navigation system causing the problem. There was no patient involved.

Manufacturer narrative:
Vendor analysis determined that the customer fault description has been confirmed. The vega log indicates a history of faults. The occurrence of these faults are the result of a known minor bug in the firmware version of this polaris vega. This minor bug has been corrected in the recent firmware versions. The returned unit has been characterized as extended pyramid volume. Unit has also passed outgoing product testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.